Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that the internal threads stripped in the implant at tooth site #21. Implant is still in patient's bone. Requested an 0493 thread tap to rethread the implant.